Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;g3;h2;h3;h6. Visual examination of the provided pictures identified that the drill shaft has broken at the tip with the sheath torn away exposing the fractured inner spring coils. The device was covered in bio debris and between the fractured inner spring. No further observations could be made based on the image alone. No product was returned; further visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: country: canada. Customer has indicated that the product was discarded and will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill bit shaft broke while drilling holes in the cup. There was no patient impact, no medical/surgical interventions, no surgical complications, no surgical delay, and no foreign body retained. There were also no contributing conditions related to the reported event. It was reported that no further information is available.